Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the package for item w3213 contained the wrong content. In the box was suture for w3440. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # pc- (B)(4). Date sent to the FDA: (B)(4) 2018. An opened box of unopened samples of product, an opened sample with a labeled winding former, and a parked needle/suture combination were returned for analysis. During the visual inspection of sample, a mismatch between box and the foils were observed. A characterization of samples was conducted and the following was observed: unopened foils and the opened foil of the product were examined and no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. Also, all samples were examined by needle characteristics with point type, needle type, needle curvature and suture characteristic, and the product contained in each packet belong to the product code. In addition, the packaging dates on the box and the foils were for the same date. Also, the packaging date was reviewed and it was noted that the product in both lots were packaged consecutively. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of incorrect component is a mixed batch which corresponds the reported complaint.